Manufacturer narrative:
Device not returned. The patient also had another device implanted; please reference the other medwatch report filed under patient (B)(6). Through follow-up with the health-care provider, a response was received. Unfortunately, no additional information was provided. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Patient and/or device status is reported to the edwards lifesciences implant patient registry. This registry is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not a conventional customer complaint. In this case, it was reported that the patient has expired after an implant duration of approximately 2 months. The cause of death was not reported. It is unknown if the death was device related. No further details were reported.